Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 and (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer's husband reported that following intraocular lens (iol) implant surgery, his wife had a loss of central vision. He reported that his wife was unable to see straight ahead, but did have some peripheral vision. The husband stated that the surgeon had told him that his wife had some bleeding during the surgical procedure and that the optic nerve looked "dim". Additional information has been requested.